Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer/analyzer failed to initiate backup pacing or exhibited slow performance during an implant procedure. It was found that the analyzer passed all incoming functional and safety tests with no anomalies observed. Visual inspection showed the analyzer was mechanically intact with no observations. A bench test using a virtual interactive patient was performed and no deviations were found with communication between the analyzer and associated returned programmer. The reported event could not be replicated. The analyzer passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer/analyzer failed to initiate backup pacing during an implant procedure. It was noted that the patient's intrinsic rhythm had stopped and the programmed backup pacing mode failed to initiate. It was further noted that the patient began to feel lightheaded and experienced a sudden dizziness followed by a brief loss of consciousness. Troubleshooting steps were taken to include raising the beats per minute (bpm) frequency until backup pacing initiated. Additionally, it was noted that during the regular pacing threshold tests there was a short delay after loss of capture (loc) and when raising the output after loc before the programmer/analyzer started pacing. No further patient complications have been reported as a result of this event.